Event description:
Event description guidant received info that this implantable cardioverter defibrillator (ICD) displayed a pulse generator (pg) fault message that stated, a possible device malfunction was occurred. In addition, the lead diagnostics were not available. The device has been explanted and returned for analysis. A competitive device was implanted without incident.